Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device still did not fire.